Manufacturer narrative:
The customer called technical support to request onsite service as a 1134 "blower stalled" alarm error message was displayed. The remote service engineer (rse) created an onsite service for the customer to have a field service engineer (fse) repair the device. A proposal for repair was sent to the customer for approval, and the customer accepted. This investigation is still ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1134 "blower stalled" alarm error message was displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to request onsite service as a 1134 "blower stalled" alarm error message was displayed. The investigation is ongoing.

Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the issue, reviewed the diagnostic report, and found that the 1134 error code was logged. The asp then replaced the blower assembly and motor controller (mc) printed circuit board assembly (pcba), after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.